Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the pacemaker was at end of service. Premature battery depletion was suspected. The physician elected to explant and replace the pm. The patient was discharged following the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with normal output and telemetry communication. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence.